Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller displayed a settings not available message. The patient stated their "recharger is not working;" the patient clarified that every time they connected to the ins with the controller an icon came up that said "settings not available." The patient tried to remove/replace the battery but it did not resolve the issue. The patient stated they couldn't adjust the stimulation up or down or change a program. The patient said the controller was not working and they were not able to charge. A replacement controller was sent to the patient. The patient called again later and stated they were still seeing settings not available on the controller, they had tried all 3 groups available to them but they were still getting a "settings not available message." The patient noted both the controller and ins were fully charged during call. The patient was redirected to their hcp for system check. No symptoms were reported. Additional information was received from the patient. It was reported that the settings not available message started while the patient was charging while camping. The patient noted that someone (the programmer) tried to reprogram the I ns but they couldn't reboot it. The patient said they received the replacement controller but it wouldn't go up. The patient said they had an appointment on (B)(6) to see someone/the programmer and they were hoping to fix it. Additional information was received from the consumer on 2019-dec-30 reporting that the patient was standing while cooking and their back started rapidly shocking them. The patient used the controller to turn it down but then the controller showed the settings not available message. The patient reset the controller and connected the controller to the ins which then showed they were on program b. The consumer lower stimulation one notch to 0.2 and then turned to 0.0v and off before switching to back on. The consumer was then able to increase stimulation back up to where they wanted it (7.0v). The consumer reported that they used to be at 7.3 or something like that. The issue was reported to be resolved. No further complications were reported.